Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: there is no documentation that shows a causal relationship between the event of peritonitis and the event of peritonitis, and the liberty cycler or the liberty cycler cassette. Additionally, there is no allegation of malfunction against any fresenius product and the event of peritonitis.

Event description:
A peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2017 for abdominal pain and weight loss. It was reported that when the patient was hospitalized, the patient was also being treated for peritonitis. The patient was reportedly still hospitalized and undergoing tests as of (B)(6) 2017. No further information has been made available at this time.

Manufacturer narrative:
Type of report: follow-up #2. Additional information: clinical investigation: there is no documentation that shows a causal relationship between the mesenteric artery stenosis and the liberty cycler or cycler set. Additionally, there is no allegation of a malfunction against any fresenius product and the event of peritonitis. However, a temporal relationship exists between the mesenteric artery stenosis and peritoneal dialysis (pd) therapy as it has the potential to increase the probability of mesenteric ischemia and end stage renal disease (esrd) patients are at a higher risk for cardiovascular disease, including mesenteric ischemia. It is unknown if the patient had pre-existing comorbidities that contributed to the event.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the exterior of the device showed no signs of physical damage. An internal inspection of the device found evidence of dried fluid, however, there were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The device was subjected to testing by performing a simulated treatment. The test was completed without any failures or problems. The cycler performed as designed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.

Event description:
Additional information received from the peritoneal dialysis (pd) nurse revealed that the peritoneal effluent culture did not grow any organisms. It was determined that the patient had mesenteric artery stenosis, which required surgery. The pd nurse stated that the patient¿s weight loss and abdominal pain were caused by mesenteric artery stenosis. The patient is currently doing well and is continuing pd therapy.